Manufacturer narrative:
H3 summary evaluation: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The front panel was checked for correct functionality, and tests simulating rso2 measurement were successfully performed. It was reported that the product gave low readings on channel 2. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the keyboard was faulty, the front frame was broken, the polar plate frame was bent, and the rubber pads were damaged. Functional testing found that the cpu board backup battery was out of date, and the battery did not meet specifications. The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the product gave low readings on channel 2. There was no reported patient involvement or outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.